Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: one day after the procedure. It was reported that one day post a left internal/common carotid artery stenting, the patient developed an unsteady gait which was diagnosed as a stroke. There was no treatment provided, and the patient was discharged to home. Reportedly, the symptoms are continuing and improving. Although requested, there was no additional information provided.

Manufacturer narrative:
There was no device malfunction reported. Stroke is a known potential adverse event associated with the use of this device, as listed in the rx acculink instructions for use. A review of manufacturing lot history records did not reveal any non-conformities which could have contributed to this event.